Event description:
It was reported that during an open laparotomy procedure, the tissue pad was loose on the clamp arm. Procedure was completed with another method. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.